Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that insulin pump had crack around the reservoir compartment. The rubber piece keeps popping out, she has to keep pushing it back in for the reservoir to twist in correctly. The reservoir was able to lock in place when inserted into pump. The customer¿s blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.